Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over five (5) years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. But was found a reportable malfunction "no image". In addition, the following non-reportable malfunctions were found, during the device evaluation: video connector loose. Based on the results of the investigation, the root cause could not be determined. However, it is likely, that no image was displayed, due to the loose video cable connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the panel flat tabs of the video system center were loose, but the image was normal. There was no patient or user harm reported. Inspection and testing found that there was no image displayed due to a loose video cable connector. This report is being submitted for the malfunction found during the device evaluation.